Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the device exhibited backup vvi operation. It was believed that the emergency vvi button on the programmer was pushed. Programming changes were made to restore the normal settings. The patient was in a stable condition.